Event description:
Customer reported device = 900 mg/dl after testing. Customer stated when reviewing memory was unable to find the result. No treatment was received. A request was made for return product, and replacement product was sent.